Manufacturer narrative:
1. DHR bhr review lot 2248012. 1 this batch of products were assembled at intima ii auto line 2 in september 2022, and packaged at cfs package line in september 2022. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. Conclusion(s): no abnormality is found on process and retained sample. As the defective sample is not received, the specific site and damage state of the leakage at the catheter connection cannot be identified, so the root cause of the defect cannot be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. (B)(6) 2024 nurses in the process of dispensing medication to the patient, found that the closed-type intravenous indwelling needle catheter connection with the leakage of liquid, immediately reported to the equipment section, the equipment section personnel the first time rushed to the present, checking and found that the closed-type intravenous indwelling needle is indeed leaking and replacement of intact closed-type intravenous indwelling needles to the nurses to use the nurse to the patient for a second time to place the tube, the second time to place the tube of the second time to the patient to cause secondary injuries.